Event description:
In 2008, the lay-user/pt contacted lifescan alleging that a one touch ultra meter would not power on. It is not clear as to when the alleged meter issue started. Before the reported issue began, the pt had symptoms suggestive of severe hyperglycemia. The pt had a dry mouth, a headache, frequent urination, and dizziness. In addition, the pt said that the room was spinning. Apparently, on the day before, at 4:15 pm, the pt received medical attention from emergency services (ems). The pt's blood glucose was tested on an emt meter and a result of "37 mg/dl" was obtained. The pt was treated with IV glucose. It would have been helpful to know the following info: the pt's testing frequency, her medication and diabetes management regimens, and what changes (if any) the pt made towards the regimens because of the alleged issue. In addition, it would have been helpful to know what date/time the reported meter issue began, what date/time the pt's symptoms of hyperglycemia started, what actions the pt took in response to the symptoms and meter issue, what actions the pt took before receiving the assistance from ems, and if the pt was symptomatic when the result of "37 mg/dl" was obtained. The reported meter issue was not resolved with training. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt alleged that the meter would not turn on for an unk duration of time. During the time of concern, the pt reportedly received medical assistance from ems for treatment of hypoglycemia. It is not known what actions the pt took in response to the meter issue and before she received the medical treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.